Manufacturer narrative:
Customer (B)(6) facilities had concerns connected with reprocessing of devices at the various (B)(6) facilities. Arising from this concern, devices/events have been identified for the (B)(6) facilities below: (B)(6). The associated devices/events that are identified at this time for bloomington hospital are as below: patient identifier (B)(6), model number pcf-h190l, serial number (B)(4); (B)(6), pcf-h190l (B)(4); (B)(6), gif-1th190 (B)(4); (B)(6), gif-h190 (B)(4); (B)(6), sif-q180 (B)(4); (B)(6), gif-h190 (B)(4); (B)(6), gif-h190 (B)(4); (B)(6), gf-uct180 (B)(4); (B)(6), pcf-h190l (B)(4); (B)(6), tjf-q190v (B)(4); (B)(6), tjf-q190v (B)(4); (first event) (B)(6), tjf-q190v (B)(4); (second event) (B)(6), pcf-h190dl (B)(4). This medwatch is for patient identifier: (B)(6). In-service was performed by the olympus endoscopy support specialist (ess) for the facility¿s reprocessing. The cleaning, disinfection, and sterilization information was reviewed during in-service and documented. Below are the observations made: during reprocessing in-service it was observed that the customer uses the channel opening cleaning brush prior to using the channel cleaning brush. The brushing is done in the incorrect order. The customer uses third party brushes. The customer also does not wipe the scope down after the flushing with detergent solution and does not let it soak for the detergent manufacturer's recommended time. The scope does not soak at all and goes directly into the rinse sink. The customer uses intercept detergent. The customer uses the scope buddy plus for flushing and the medivator¿s advantage plus pass through automatic endoscopy reprocessor (aer). The correct reprocessing method per the instructions for use (IFU) were reviewed in the in-service. Customer manager was provided with a copy of the documentation of the in-service, posters, and websites for reprocessing videos. The device is returned and an evaluation completed for it. A visual inspection of the device was performed in the as received condition. An olympus borescope to verify the condition of both the biopsy and suction channel was used. The borescope was first inserted into the biopsy channel, starting from the distal end side; scrape marks and kinks were noted on the biopsy channel wall from the distal end opening. The borescope was inserted further in and more scrape marks were noted in multiple section of the channel walls. The borescope was removed from the biopsy channel and re-inserted in through the suction connector. The suction channel was inspected and found it normal. The light guide tube was temporarily disconnected from the body control unit to verify the condition of the suction channel at the junction of the suction cylinder. Once the light guide tube was pulled down, the suction channel appeared to be normal. There were no signs of stain or foreign material. There is no leak from instrument channel. The user¿s complaint of staining was not confirmed, nor was any foreign material found in the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, concern was raised for the reprocessing across multiple customer sites upon findings after devices were inspected with a borescope. This device was returned by the customer for an investigation into the issue of staining at the junction of suction channel and universal cord observed during reprocessing. There is no reported harm to any patient or persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could be attributed to the user's failure to follow the instructions for use (IFU). The suggested phenomena were presumed to have been due to improper reprocessing of the device. It was considered that the user¿s understanding differed from the manufacturer's recommendation in scope handling and/or reprocessing steps. The user¿s reprocessing steps deviated from the instructions for use (IFU) as follows: "they do not follow the correct brushing order during manual cleaning. Brushing steps are detailed at ¿5.5 manually cleaning the endoscope and accessories brush the channels¿. They do not wipe the scope down after flushing with detergent solution and do not let it soak for the detergent manufacturer's recommended time. Dry external surfaces: dry the external surfaces of the endoscope, the channel plug, the injection tube, and the auxiliary water tube by wiping with clean lint-free cloths. 5.5 manually cleaning the endoscope and accessories fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer. The scope is not soaked and goes directly into the rinse sink. 5.5 manually cleaning the endoscope and accessories fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer.". Olympus will continue to monitor field performance for this device.